Event description:
Analysis of the tablet was completed on 03/06/2015. A visual inspection of the tablet verified that the display was cracked. The cause for the cracked screen is associated with mishandling of the tablet. No further anomalies associated with the tablet were identified during the analysis.

Event description:
The programming tablet was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
It was reported that the physician's programming tablet screen was cracked and it was unknown how this occurred. The physician was provided a new programming tablet. The tablet with the cracked screen is expected to be returned, but has not been received to date.